Event description:
A legal claim was received that alleges a device malfunction contributed to the death of an infant. According to the provider, the device, while in use on an infant, reportedly alarmed alerting of an event. The nature of the event is unknown. The infant was transported to the hospital where he reportedly expired. The device was recovered and tested by the homecare provider, and reportedly functioned to specification and was placed back into use following this event. According to the homecare provider, since there was no malfunction of the device indicated, the manufacturer was not notified of this event. Because of the legal claim, requests to have the device returned to the manufacturer for evaluation have been denied. A request for a copy of the memory download from this event has also been denied. A follow up report will be filed if pertinent information becomes available.

Manufacturer narrative:
The device was not sent back to the manufacturer for evaluation. A request to have the device returned to the manufacturer for evaluation was not honored. However, the device was reportedly evaluated by the homecare provider following this event and reportedly performed to specification and was returned to the field. The device was reported to have alarmed during this event.